Manufacturer narrative:
Approximate age of device- 2 years, 1 month. Manufacturer's investigation conclusion: the report of report of a potentially compromised driveline can be confirmed based on the evaluation of the returned driveline. A distal end driveline replacement was performed by a tech services representative. Approximately 17¿ of the external portion/distal end of the driveline was returned. The silastic sleeve was removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed a partially fractured yellow wire, approximately 2.5" from the controller connector, in the area of the terminus of the distal end bend relief. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. The conductors of the yellow wire were exposed. The partial fracture of the yellow wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The partial fracture of the yellow wire would have resulted in a pump stoppage if the exposed conductors contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The heartmate ii patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas instructions for use also discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient was admitted from clinic for a confirmed pump stoppage. Log file analysis confirmed the pump stoppage occurred while the device was connected to the power module. The patient received a distal end percutaneous lead repair on (B)(6) 2018. On (B)(6) 2018, the customer requested an ungrounded patient cable. No additional information was provided.